Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod4 pusher assembly. The embolization coil was intact with the pusher assembly. The introducer sheath friction lock was found to be distal to the pusher assembly mid-joint exposing the proximal end of the polymer section of the pusher assembly. After the pusher assembly mid-joint was advanced distal to the friction lock by the penumbra investigator, the embolization coil was able to be fully advanced out of the introducer sheath. The embolization coil was compressed and kinked along its length. The proximal end of the embolization coil was compressed and created a space between the distal detachment tip (ddt) and the proximal end of the embolization coil. Conclusions: evaluation of the device revealed that embolization coil was retracted so far into the introducer sheath that the introducer sheath friction lock was distal to the pusher assembly mid-joint. When trying to advance the coil the introducer sheath friction lock would have to pass over the mid-joint and likely contributed to a large amount of resistance. This resistance is a result of improper use of the introducer sheath and is likely what the physician experienced when the pod4 would not advance into the non-penumbra microcatheter. Further evaluation revealed several offset coil windings and kinks along the length of the embolization coil. This damage was likely incidental, and may have occurred due to forceful attempts to advance the pod4 after resistance was encountered. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod4 coils. During the procedure, while attempting to advance a pod4 coil through a px slim delivery microcatheter (px slim), the coil would not advance out of its introducer sheath and into the microcatheter. The physician mentioned that the pod4 coil pusher assembly could be retracted but could not advance and it was stuck. Therefore, the pod4 coil was removed. It should be noted that the physician maintained continuous flush but did not use a rotating hemostasis valve (rhv). The procedure was completed using a new pod4 coil and the same px slim. There was no report of an adverse effect to the patient.